Event description:
It was reported by ansm that patient underwent primary hip procedure on an unknown date. Revision procedure was performed in (B)(6) 2013 due to pain, metallosis and fracture of the competitor ceramic head. No further information has been received.

Manufacturer narrative:
Additional information including item and lot number was received on (B)(4) 2013. All information attained from this, including item name, expiration and manufacture date, 510(k) number, and product code was included in the follow-up. Product was returned and evaluated. The evaluation identified that the failure mode of this complaint is fracture of the competitor taper head. When removing the head from the bi-polar component the locking ring proved to be functioning as intended and constraining the modular head well. The biomet bi-polar components were severely damaged on examination. As previously stated, the polyethylene internal bearing surface of the bi-polar had been directly subject to the taper trunnion interference. This caused the taper to burrow through the polyethylene and therefore measurers would not have provided any additional data. In conclusion, the cause of this complaint could not have been due to an issue with the biomet bi-polar components and more so an issue with the competitor products.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.date of event - (B)(6) 2013 (exact date unknown).expiration date - unknown.implant date - unknown.explant date - (B)(6) 2013 (exact date unknown).manufacture date - unknown.

Event description:
It was reported by ansm that patient underwent primary hip procedure on an unknown date. Revision procedure was performed in (B)(6) 2013 due to pain and fracture of the ceramic head. No further information has been received.